Event description:
Voluntary medwatch report received states that the patient¿s right atrial (ra) lead exhibited noise, suggesting a potential ra lead compromise. No intervention was performed, and no adverse patient effects were reported.